Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular high rate episodes were detected; however, the device did not have any electrograms stored for those episodes. It was also reported that noise could not be duplicated with movement or isometrics. The device is approaching elective replacement indicator and the patient is being monitored. The device remains in use. The device later reached the elective replacement indicator and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.

Event description:
It was reported that ventricular high rate episodes were detected; however, the device did not have any electrograms stored for those episodes. It was also reported that noise could not be duplicated with movement or isometrics. The device is approaching elective replacement indicator and the patient is being monitored. The device remains in use. No patient complications have been reported as a result of this event.